Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. A transmission observe the right ventricular (rv) lead with intermittent oversensing and possible noise on high rate episode. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.